Manufacturer narrative:
Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 30-oct-2024, UDI#: (B)(4); product ID: 97 7a260, serial/lot #: (B)(4), ubd: 23-dec-2024, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that one of the patient's leads tucked and looked loose in the skin; the patient mentioned the lead protruding from the skin and "pushing up on it." The patient said that this caused a blister to come up in their skin; patient said this eventually turned to an almond size boil. The patient mentioned this starting around august 18th. The patient said that they were unsure of the detail to what caused the infection and where the infection exactly was. The patient said that the doctor did surgery on october 8th; patient said the doctor opened them up and got the infection out and re-stitched. The patient said that the doctor didn't see a deep infection and the infection wasn't in their spine, but they didn't really know.